Event description:
It was reported that the forceps broke during surgery while removing the implants. The pt was unharmed. All the broken pieces were retrieved from the pt. Surgeon used another instrument to successfully complete the procedure. This event did not prolong the surgery.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. The sample was rec'd with breakages at the tip and spring. The tips and spring were weakened due to a corrosion tension crack which lead to the breakage. A review of the device history record did not show issues that could have contributed to the reported event.